Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4). Additional lot # - 25053899